Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic bullectomy of right lung video-assisted thoracoscopic surgery, after firing the lung, the jaws of the reload could not open. It was found out that the beam was not fully retracted. Another instrument was used to open the device. There was no patient injury.